Manufacturer narrative:
During the evaluation the iabp, the service engineer observed the reported alarm in the error logs, however he was unable to reproduce the failure. (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service engineer was dispatched to investigate. The service engineer performed all functional tests in the service menu. All tests passed. Performance checks were done and error logs were checked. The service engineer ran the iabp using system trainer and test balloon for 30 minutes and the pump was working fine. The iabp was put back into service for clinical use.

Event description:
It was reported that after about two (2) hours of the intra-aortic balloon pump (iabp) being connected to patient, an iab disconnected alarm appeared and the pump stopped. The user tried to start pumping but the alarm repeated. Finally they decided to stop therapy and remove the intra-aortic balloon (iab) catheter from patient. No adverse event was reported.